Event description:
The customer reported that a patient experienced a long period of bradycardia but the red alarm was not stored.

Manufacturer narrative:
(B)(4): the customer reported that a patient experienced a long period of bradycardia but the red alarm was not stored. Based on available info, the hosp's risk manager (rm) was unaware of the issue and confirmed that the device did produce alarms. The available info supports that there is no relationship between monitoring and this pt's death. This event is being reported only because a patient died while being monitored by a philips monitor. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.